Manufacturer narrative:
(B)(4). Foreign - canada. This device was initially reported under (B)(4). Visual examination of the returned item # 00598003702 lot # 61667301 found it to exhibit signs of being implanted scratched / nicked / foreign material on the proximal surface and missing one of the 00522016900 components, item # 00596401551 lot # 61606094 found it to exhibit signs of being implanted scratched and foreign material on the proximal surface, item # 00596403210 lot # 61643051 found it to exhibit signs of being implanted nicked / gouged / worn and foreign material / stained. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02258, 0001822565-2022-02259, and 0001822565-2022-02260.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised. The components were removed due to suspected osteolysis. The implants were loose and there was a foreign body floating in the knee which was discovered to be one of the plugs from the underside of the tibial component. Attempts have been made and no further information has been provided.